Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Event description:
It was reported that patient experienced sudden acute withdrawal. With onset of withdrawals, the side port was accessed and they were unable to inject any contrast in to the catheter. It was also reported that, on (B)(6) 2011, a catheter access port (cap) contrast study was done and they were unable to aspirate or inject saline through the side port. The catheter was obstructed. The following day, a surgical revision was done and the catheter was spliced. After surgery was over, the pump was programmed and seemed to be working fine. The patient resolved without sequelae on the same day. The severity of the event was reported to be moderate. The event was noted to be related to the device or therapy and possibly related to the implant procedure. It was later reported that the device system was used to deliver dilaudid, clonidine and bupivicaine.